Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# unknown, product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for n on-malignant pain. It was reported that the patient needed a whole new system. The patient stated the connection on both pieces of equipment would not charge anymore, they were broken, and loose at the ports. When asked for the event date, the patient stated it started over six months ago. Troubleshooting was unable to be performed as the patient did not have equipment with them at the time of the call and admitted the equipment was lost. The patient was redirected to sunmed. The agent provided the phone number, and the caller disconnected before the agent could attempt the connection.